Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device has not been received.

Event description:
A report was received that power port 1 on both of the patient's controllers were loose. Of note, this is a patient implanted with biventricular hvad device and both controllers were being used as the patient's primary controllers. A preliminary review of the controller log files revealed a possible loss of power event associated with con212648. The patient was started on a heparin infusion and both controllers were exchanged on (B)(6) 2016 once the patient's anticoagulation was therapeutic.

Manufacturer narrative:
(B)(4); catalog: 1407au; exp. Date: 05/31/2017; mfg. Date: 05/31/2016; returned date: 07/15/2016; (B)(4). Two controllers were returned for evaluation: (B)(4). It was reported that power port 1 of both controllers were loose. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed during visual inspection. Analysis of both devices revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, an internal investigation has been open by the supplier to evaluate the controller lose connectors and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional component for this event: controller - (B)(4). Additional information received indicates that the user had not used excessive forces when connecting the power sources to the controller. The site reported that the patient denied dropping the device. They further reported that the event was not associated with any controller alarms (other than the vad disconnect) or any pump stop events. The exchange of the devices resolved the issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.